Event description:
Customer called and reported, they smelled, and saw smoke coming from the cord going into the pad.

Manufacturer narrative:
Upon investigation, we found that the cord had been severed by an external source. Our investigation shows the sparking occurred as the cord was severed. Upon further investigation we found: cord cut/burned other location, pad bunched, bent/broken lead, bent/broken thermostat, thermostat discoloration. Pad also appears to have been laid on. Based on the overall condition of the pad, we concluded that the heating pad was not use in accordance with our instructions.